Event description:
The product was used during an unspecified procedure. Reportedy, the clips scissored. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occured.